Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant attempt, the lead could not be fixed and dislodged. The lead was not used and an epicardial lead will be implanted. No patient complications have been reported as a result of this event.